Manufacturer narrative:
The vad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a ventricular assist device. The vad coordinator reported that the patient became symptomatic and was transplanted. The surgeon believed that there was a clot in the outflow graft during the transplant operation.